Manufacturer narrative:
A visual examination of the returned device revealed a longitudinal tear extending proximally, for approximately 17mm, from the proximal edge of the distal bond area. The device history record review confirms that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation, that during preparation for an unknown procedure, a uromax ultra dilatation balloon was used. According to the complainant, "the balloon was broken and it had the proper pressure." The procedure was completed with another uromax ultra balloon. Despite our attempt for follow-up, it is unknown if there was any patient involvement.